Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The original tubing set (ar-6415) is not distributed or used in the u.s.is expected with the ar-6475 pump but not yet returned. Based on the information provided, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. In the event, it was stated that the user did a reboot of the pump and removed the tubing and then re-connected the same tubing. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the patient's knee joint became swollen in the initial surgery. The procedure was not completed. The pump was set to 50 mmhg and the flow was 100%. After circulation on starting the pump with the tubing connected to the patient, the alarm triggered and an error occur (pressure fault). The user did a reboot of the pump and removed the tubing. The same tubing was re-connected and upon starting, the alarm triggered again. Surgeon tried to bend the patient's leg but could not move it because the leg had swollen. Surgery was aborted due to the knee which was swollen. A second surgery was performed on (B)(6) 2015. Used a different tubing and different pump and the case was completed. Case: left acl & meniscus repair.